Manufacturer narrative:
The presence of the d antigen was confirmed on retention crrid, lot id084. The submitted sample contained passively acquired anti-d from rhig administration. The direction circular for capture-r ready-ID states "weak examples of other clinically relevant antibodies, such as passively administered anti-d, may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique."

Event description:
Customer reported, unexpected negative reactions with capture-r ready-ID, when performing the abid assay on the galileo. Customer states, that they performed a 2_cell screen assay on a patient sample, which yielded a positive result. They reflexed the testing to the abid assay using crrid and the unexpected negative results were generated.